Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2008 with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 a follow up computed tomography (CT) showed an unknown endoleak and aneurysm sac growth. Last reported CT of the patient was in 2012, patient did not come in for routine follow ups. On (B)(6) 2017 the patient underwent a subsequent endovascular procedure where the physician elected to implant and additional bifurcated stent and a suprarenal aortic extension to seal the leak. During the procedure the physician identified the endoleak as a type 1a endoleak. The leak was resolved and the patient was reported to be in good condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 1a endoleak. There was also evidence to support the following observations; a type 2 endoleak and aneurysm sac growth. The clinical evaluation additionally identified the following contributing factors to the reported event; antiplatelet therapy, suboptimal positioning of the suprarenal aortic extension, and the non compliance in follow up surveillance. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.